Event description:
It was reported that an asymptomatic patient presented in clinic for routine device change out. Externalized conductors were observed. Fracture was also noted. Upon dft testing, the first attempt failed to convert the rhythm; second attempt was successful. Lead was capped and replaced with out complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.